Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 3006705815-2018-00861. The patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient underwent an scs trial procedure. After the procedure, programming was attempted post op and they were unable to get any stimulation on the right side. Another lead was added on (B)(6) 2018. Effective therapy was achieved post-op.